Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump screen became frozen on the preparing for cartridge screen and the customer was unable to clear it. During troubleshooting with tandem technical support, the screen was able to be cleared and a cartridge was loaded. There was no impact to the customer's blood glucose level.